Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by patient that they had 3 inss. This first ins was good for 7 months and then started having problems. No further complications were reported or anticipated.